Event description:
Revision surgery was performed 5 years and 6 months after the primary surgery due to an aseptic loosening of the stem.

Manufacturer narrative:
Batch review performed on 7 december 2020: lot 146960 : (B)(4) items manufactured and released on 8-jan-2015. Expiration date: 2019-11-30. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event.

Event description:
Revision surgery performed due to an aseptic loosening of the stem. The primary surgery performed on (B)(6) 2015.